Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was off label use of the mitraclip to treat grade 4 tricuspid regurgitation (tr). A large coaptation gap in the septal anterior coaptation was noted. During device preparation and prior to the grasp attempts, the grippers appeared to behave normally. During use of the clip delivery system (cds) in the procedure, the device appeared to have a larger than normal natural curve, when there were no curves applied. The case was challenging and two grasps were attempted with inadequate leaflet insertion. The cds was removed so the doctor could look at the shaft of the catheter outside of the patient. The cds catheter appeared visually normal, however, when the mitraclip was opened, it was noticed that when the gripper lever was retracted to the blue line, the grippers would only partially drop approximately 25 degrees. Another cds was successfully implanted without issue and the case was completed with tr grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was analyzed, but the reported gripper actuation issue and difficulty positioning the dc (delivery catheter) shaft was not confirmed. Functional testing confirmed that the grippers functioned as intended and the dc shaft was not bending/curving. It is possible that there were interactions during the procedure (unintended curves on the device) which resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. It should be noted that the mitraclip nt instructions for use, states that the clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr) due to primary abnormality of the mitral apparatus [degenerative mr]. The user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. Although the investigation was unable to determine a conclusive cause for these issues, there is no indication of a product quality issue with respect to manufacture, design, or labeling.